Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there were no blood glucose (bg) readings in the meter memory prior to (B)(6) 2014. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: the original complaint could not be duplicated. The last basal delivery was on 10/04/2014 with no activity outside of normal use observed. The total daily dose added up and equaled the programmed basal rate target. The pump reflected 24 units after a 24 unit/hour duration test. The meter was not returned. The pump was paired with a test meter and all blood glucose (bg) readings were recorded at the correct time and order after a bg reading test. The product performed within specification. The returned battery and cartridge caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.